Event description:
Adverse event(s): "bacterial infection" (infection, bacterial). Product problem(s): "no information" (no information). A consumer reported that he developed a bacterial infection following the use of this product. He stated that he wore his lenses after soaking them for 4.5 hours and woke up the following day with an infection in both eyes. He stated that he was going to use some antibacterial drops for the infection. He also stated that this was not the first time he has had this problem. He used the other bottle from the same twin pack of solution (same lot) a couple of months ago and he had the same reaction. At that time he visited a doctor who thought it might be related to his soft contact lenses. The consumer reported that his doctor prescribed the antibacterial drops the first time and his symptoms resolved. He stated that he is going to follow-up with his doctor. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 170081f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 170081f met all release criteria prior to product release. There is one similar report for this lot. Additional information was requested by mail on 06/17/2010 and by phone on 06/29/2010. Additional information has been requested. (B)(4).